Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported that during the procedure, while dissecting the gall baldder, a second pair of scissors were pulled and it worked. There was no consequence to the pt. 1/6/99 it was reported the tip broke off the dcd32. 1/7/98 rep reported tip broke off in pt and surgeon did not retrieve it.